Event description:
Complainant alleged that during the incoming inspection of the device, it displayed a "test fault" error message when a 200 joule self test was performed. There was no pt involvement in the reported malfunction.